Event description:
It was reported by the clinician that the device was being used for a declot procedure. The physician was using the percutaneous thrombolytic device (ptd) on the patients' internal jugular. While removing it to clean the clot off the basket, he removed the wire. While cleaning the clot off the basket the orange cannula became separated from the tip of the catheter. This was outside the patient's body. As a result, another kit was opened and used successfully. There were no pt complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.